Event description:
It was reported that the patient had a blood clot and infection in (B)(6) 2000, and was treated with antibiotics approximately 3 years. Revision surgery was subsequently performed in operation (B)(6) 2003.